Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the pump battery depleted approximately 50% a day. The customer¿s blood glucose level was not impacted. The reported battery issue was unable to be confirmed during troubleshooting with tandem technical support. Reportedly the customer would continue to use the pump for insulin therapy.